Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign material was found to come out of the air/water nozzle, clogging the secondary water channel, and adhered to the rubber adhesive. The foreign matter is most likely residual body tissue. A review of the customer's reprocessing procedures did not reveal any deviation from the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber glue peel off, distal end cover cracked and insulation out of range, light guide chipped, scope body damaged, connector crack and air-leak, less angulation, knob play connecting tube was wrinkled near protector, and water flow deviated due to nozzle partially clogged and the water jet is also completely clogged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air and water flow issue or water insufflation problem. The event occurred during an unknown procedure. Upon inspection and testing of the customer returned device, foreign material was found coming out of the scope nozzle and the water jet channel was found clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.